Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the mildly tortuous and moderately calcified mid left anterior descending artery (lad). After predilation was performed with a semi compliant balloon, a 3.00x32mm promus element¿ plus drug-eluting stent (des) was advanced and implanted in the lesion. After stent deployment, the physician observed a non blood flow limiting dissection at the distal end of the stented area. A 2.5x16mm promus element¿ plus des was overlapped and covered the dissection and the procedure was completed. No further complications were reported and the patient's status was stable.